Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep states he is trying to interrogate a 977006 for the first time and is getting a message that states, "system error" with the code 0x1d0aq559. Rep states he tried going into patient data service and closing out of it to go back into the vanta app; however this did not resolve the issue. Ts advised rep to do this a second time and the rep states it did not resolve the issue and this time the code 0x59a89a8f appeared. Rep tried to re-interrogate and then went to get another 977006 to try. Ts advised rep to slow down when he selects "start usage". This resolved the problem and the rep was able to connect to the 977006 normally. Rep reports he has vanta app version 2.0.2465. Additional information was received from the manufacturer representative (rep). Rep provided patien t and hcp info.